Event description:
User facility medwatch report received that states, "percutaneous transluminal coronary angioplasty (ptca) balloon was taken out of its packaging and handed using sterile technique to physician. Physician advanced balloon over a guidewire. Physician encountered resistance attempting to insert the balloon over the guidewire and through a copilot (hemostatic valve - used for ptca procedures). Balloon shaft broke in half. Both pieces were retrieved. Balloon did not enter the patient's body. It got hung up in the copilot during insertion." There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight rounded, actual weight reported as (B)(6). The device was returned for analysis and the reported separation was confirmed. Based on visual of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.